Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient lost effective stimulation due to high impedances on their cervical lead. Patient also experienced pain at the ipg site. To address both issues, the patient underwent surgical intervention wherein the entire cervical system was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.